Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues.